Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform lead impedance test due to retracted helix with soft tip as received. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that during an attempted implant, the pacing impedance was not stable and was generally high on the right ventricular (rv) lead, and high thresholds were also noted. Another rv lead was implanted. There were no adverse health consequences, the patient was stable.